Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2015 with the following findings: investigation revealed the display screen was dim and discolored. Unrelated to the display issue, the pump paint was fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of the investigation performed on (B)(6) 2015.